Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side rupture. Healthcare professional later confirmed "extracapsular rupture" via mammogram. Device was explanted.

Event description:
Healthcare professional reported right-side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., h.6.

Event description:
Healthcare professional later confirmed "extracapsular rupture" via mammogram. Device was explanted.